Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 7086806 / 7086832.

Event description:
It was reported that the patient was uncomfortable with the device inside the body. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were not returned as they were discarded by the facility.